Event description:
Boston scientific received information that one this patient¿s left ventricular (lv) lead was observed to have dislodged and not capturing at maxiumum outputs. A revision procedure was performed and the lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.